Manufacturer narrative:
Findings: pump received with normal operating currents no unexpected battery out limit alarm during testing noted. Pump received with intermittent button response due to corroded keypad traces and no j2 unlock noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that none of the keys are responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan